Event description:
During a coronary stent procedure, crossing difficulties were encountered. While attempting to cross a pre dilated lesion, the shaft of the catheter broke. No pt injuries or complications were reported.